Event description:
It was reported that the "pump came in for dc , error message: ? No disposable clamp".

Manufacturer narrative:
The device was not returned for investigation. The root cause of the event cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.